Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited possible premature battery depletion. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator was explanted.

Event description:
New information received notes that there were no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed by analysis. The device was below elective replacement indicator (eri) upon receipt. Final analysis found the battery depletion to be normal. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.